Event description:
It was reported the system failed. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a chip out on lower left front corner, also a crack on right plunger case and bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced main pcb (printed circuit board) and upgraded the device software. Replaced top case, bottom case and all the plastic parts of plunger assembly due to physical damaged, cleaned and greased the whole motor assembly for loud noise was found during the infusion. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.